Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. Pump passed the dat at 0.08755 inches. Pump received with normal operating currents. No unexpected failed batt test or low battery alarm noted. Pump monitored for 24 hours and no unexpected test battery or battery tube overheating noted. No burnt battery compartment noted. No damage found on the c13/lcd isolation tape noted during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to a high blood glucose level of 416 mg/dl. The customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 359 mg/dl. The caller reported that the inside of the battery compartment looked burnt. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.